Event description:
On (B)(6) 2012, the reporter (patient's mother) contacted animas to report that when the patient woke up this morning, there was no power to the pump. The reporter was unsure how long the pump had no power. The patient's blood glucose (bg) was 400 mg/dl and tested positive for ketones. The reporter has already contacted the health care professional and was advised to give the patient an injection of 20 units novolog. She denies seeing any visible/moisture damage to the pump and confirmed that the battery cap was secured. It was noted that a lithium battery was being used with the pump. When she tried a new battery, the pump reportedly turns on but turns back off after a few minutes. The patient has disconnected from the pump and has started the backup plan. This complaint is being reported because the patient allegedly experienced elevated bg levels with ketones after the pump lost power. In addition, the reported power issue was not resolved with troubleshooting. A replacement pump was sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box revealed an unconfirmed "replace cartridge" alarm on (B)(4)2012 at 01:56am resulting in the battery draining and power loss. A visual inspection revealed no damage found to the battery cap or battery compartment. The returned battery cap returned was found to meet all specifications. The rewind, prime and load steps were successfully performed on the pump with no issues. The pump was exercised for 24 hours with returned battery cap with no issues with power loss. A battery cap functional test was performed with no connection defects. The pump cover was removed with no evidence of moisture or damage found to the battery flex or power circuit. 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.